Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Lot number provided: a3m1923vy. This is not a valid lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No contact information was proveded, therefore no additional information is available.

Event description:
It was reported that a patient underwent an inguinal herniorraphy robotic surgery on (B)(6) 2025 and suture was used. The thread was detached from the needle and stuck in the musculature. X-ray identified but it was not possible to perform the rescue. No additional information was provided.